Event description:
It was reported that a continuous cardiac output catheter was inserted with the introducer. It was stated that blood leakage was observed from the hemostasis valve and blood was retained inside the contamination shield. Leakage stopped when the catheter was removed and the introducer was removed after the operation. There was leakage of infusion solution and transfusion blood when the clinician injected from the side port. It was indicated that there was no response to fluid administration and blood transfusion, and the hemodynamic values were deteriorating. It seemed quite abnormal; the clinician checked under the drape and found all the transfusion had leaked out from the introducer. Open-heart surgery was performed on this patient, and the patient has been discharged from the hospital after the event.

Manufacturer narrative:
The product was returned to edwards for analysis. The 9f introducer was received with a swan-ganz catheter and contamination shield. Examination of the introducer valve confirmed the wiper gasket to be misaligned. Leak testing was performed, 250mmhg water confirmed leakage when the catheter was repositioned in or out of the introducer. There was no leakage observed with the catheter removed from the valve. The catheter was examined and there was no visible damage observed. A device history record review was completed for this lot of products which revealed that the lot met all specifications prior to release.